Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. There was no reported impact to the customer's blood glucose level. The customer thought that the infusion set may have been the cause of the occlusions and it was changed. As the infusion set had been changed prior to contacting tandem technical support, troubleshooting to confirm the cause of the occlusion was unable to be performed.